Manufacturer narrative:
The facilities engineer found the head drive was defective. The drive was replaced to repair the bed.

Event description:
The facility indicated when the head down switch is released, the head section continues to slowly drift down.